Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo showed evidence of a gel air bubble. Additionally, a total of 100 retained samples were visually inspected, and no gel defects related to air bubbles were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes contain gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes contain gel air bubbles. There was no health impact or consequences reported.